Event description:
The user reported the device alarmed "instrument malfunction" as intended when the device was in use. Biomed determined that the unit was found to have low battery issue. There was no patient consequence. No further information was provided.